Event description:
The customer reported that her blood glucose has been fluctuating for the past couple of months. The caller stated that recently her glucose level dropped to 33mg/dl. The customer stated that all the information in the insulin pump is set up correctly, and she requested having the insulin pump replaced since she believes the device is not functioning properly. The caller mentioned that sometimes the insulin pump gives too much insulin and other times it delivers too little. The customer stated that the doctor also recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.